Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A buyer reported that, following intraocular lens implant procedure, patient had blurriness. The lens was exchanged in a secondary procedure. The clinical reason for explant was mentioned as "dissatisfied with outcome, blurriness." Additional information was requested.

Manufacturer narrative:
The lens was returned in a plastic tube. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability, per model and diopter. Information was provided, that the multifocal toric lens of 22.5 diopter, (1.50cyl) add power +2.2 & 3.2 lens model was replaced with an unspecified monofocal lens. The replacement lens model and diopter were not provided. Due to the exchange of a multifocal toric lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).